Event description:
The patient was seen at the center for device evaluation in august 1999. When tested at the center, electrode impedance values were outside the normal range and explantation/reimplantation was recommended. Revision surgery took place in september 1999 and the patient was implanted with another clarion device.